Manufacturer narrative:
Concomitant medical products: 407658 lead, implant date: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient attended a concert, and the music was so loud they could actually "feel" the sound waves. The patient stated that their heart rate slowed down below the device's programmed lower rate, they felt weak and shaky, and almost passed out. In addition, the patient felt their heart rate jumping and racing, and this cycle continued repeatedly "back and forth" between bradycardia and tachycardia. The patient's symptoms disappeared once they exited the building. No additional information could be obtained through follow-up. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.